Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was not detected on bus. The field service engineer replaced module controller and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was not detected on bus and not opening. The customer added that this malfunction caused 1 hour delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.